Manufacturer narrative:
H3, h5) the adjustment screw has separated from the base. As such, the clamp does no stay set, moving freely. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively in a cranial resection. It was reported that the screw of the instrument clamp was not right. The adjustment screw of the clamp came off and it's assumed that another clamp was used to complete the procedure. No known impact to patient outcome. There was no surgical delay. No further information provided.